Manufacturer narrative:
The device was returned, decontaminated and visually inspected for any signs of physical damage. No signs of physical damages were observed on the device.the jaws of the returned clip applier were measured to be out of spec. This is a clear indication that the jaws of the device have experienced excessive force. If jaws of the device are activated on hard material such as another clip, or used outside of its intended use in any way, the dimensions of the jaws will be compromised. If a cartridge was inserted and the end user did not look at the tip of the jaws for and open clip before attempting to use on a vesicle and the jaws were activated, the jaws of the device will act like a scissor and could cause damages to the patient. For final inspection requirements, all devices are 100% inspected for damages and imperfections. It is not likely that the device left microline inc in this condition. The type of damages observed are the result of excessive force to the jaws of the device.

Event description:
The clip did not load properly on first use of the clip applier. The jaws closed without a clip in place and cut off the cystic duct;. The procedure time was not extended.

Manufacturer narrative:
The device has not yet been returned to the manufacturer. An investigation is not possible at this time.

Event description:
The clip did not load properly on first use of the clip applier. The jaws closed without a clip in place and cut off the cystic duct; the procedure time was not extended.